Event description:
A review of the download data for a (B)(6) female pt revealed two code 102 - charge profile faults. Zoll customer contacted the pt and issued her a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation resistor r45 was open on the c/a board, which caused the service code 102. The root cause of the broken lead on c21 could not be positively identified but was likely resulted from the monitor impacting a hard surface. Root analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the broken lead on c21. The pt received a replacement monitor.